Manufacturer narrative:
On (B)(6) 2010, a respiratory therapist (rt) reported that inomax ds (B)(4), which was being used along with a bunnell jet ventilator, was put on a patient and went into delivery failure once the dose was set. Evaluation summary: device investigation found a flow sensor that had drifted outside its calibration specification. The sensor was replaced and the device passed all functional tests.

Event description:
On (B)(6) 2010, a respiratory therapist (rt) reported that inomax ds (B)(4) had passed the pre-use check, but once put on the patient, the respiratory therapist was unable to initiate inomax (nitric oxide) delivery as the device went into delivery failure as soon as the dose was set. The rt stated there was no harm to the patient and the bunnell jet ventilator functioned properly. The rt attempted multiple troubleshooting tasks with (B)(4) which were unsuccessful. The delivery failure was reproduced and was not related to the bunnell jet ventilator. The device was subsequently switched out, removed from service by the customer and returned to the company for investigation.